Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/08/2016 of a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the arm on (B)(6) 2016. The sensor was inserted into the arm. The labelling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. There was no report of any injury or medical intervention. No additional event or patient information is available.